Event description:
It was reported that before case started, navio wasn't turned off in between cases. During case once getting to calibration of handpiece, had an error once it completed its homing. It said "error: handpiece not seated correctly, drill not seated correctly, drill not registering..." Unplugged the drill and handpiece, re-plugged back in and re-calibrated. Then the black screen came up with error message "during initialization: disk error please contact blue belt. (Error: 80000000). Proceeded to power down system and try it again 5 additional times. Had to complete case with manual instrumentation.

Manufacturer narrative:
The device was intended for use in treatment and the device and case log files were returned for evaluation. DHR review found that the software version (r-4021) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The initial visual investigation for software logs and functional test found that: the degraded raid array error can be caused by powering off the cpu while it is trying to write to the dual hard drives. When the hard drives get out of sync, the system will throw and error like this. Unless there is a major problem or corruption, the cpu should re-sync itself as long as the cpu is turned on. The log files show that the system was hard rebooted (by the ups power button) several (over 5) times on the day of the event. The last time it was done, it was during homing. At this time the system was probably trying to write information to the hard drives and was cut off before it could write to both, causing the upcoming error during the next boot up. The returned material was plugged in, attached to an external monitor and turned on. After about 55 minutes the degraded raid array had re-synced itself. After completion of this, the cpu was connected to an inhouse system and booted. Boot up went as expected and all of the system data is intact. Cause of the error was a power loss to the cpu while in intraop. This type of reboot should be avoided and the shutdown button on the screen should be utilized when available.the surgical technique guide released at the time of the complaint (pn 500054 revf) provides instructions for shutting down the system properly and notes to always shut down the navio system from the touchscreen. The probable cause of the issue was user error. A relationship between the device and the reported event could be established. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided, there was no patient injury/impact beyond the modified procedure, therefore, no further medical assessment is warranted at this time.